Manufacturer narrative:
Follow-up 6/14/2016: customer reported later receiving an accurate fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate and remained static after loading a cartridge with insulin. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, recommendation was made to reload the cartridge; however, the customer declined.